Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted and replaced.

Event description:
It was reported that the patient received inappropriate therapy due to an svt with rvr. The device was reprogrammed successfully.

Manufacturer narrative:
Evaluation description included in block. The reported inappropriate therapy delivery was confirmed in the laboratory and was due to the device programmed settings. The device was tested on the bench and no anomaly was found.